Manufacturer narrative:
(B)(4). Date sent: 8/3/2021. D4: batch # v9425v. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch device was returned with the push-pull rod stuck and the bag partially deployed. The device was tested for functionality and the bag was not deployed. In order to evaluate the condition of the device's internal components, the device was disassembled, the bullet was found to be damaged, and on one of the teeth of push-pull rods, thus preventing the proper retraction or deployment of the device. No conclusion could be reached as to what may have caused the damage found. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2021. D4: batch # v9425v.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy, the 10mm specimen bag would not open when it was deployed. There was a delay, however they opened another pouch and successfully completed the procedure with no patient consequence.